Event description:
It was reported to philips that the system was intermittently hanging up, which can impact a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) inspected the system and confirmed the reported issue. To resolve the problem, fse reloaded the ghost backup. After reloading the ghost backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.